Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn.

Event description:
Surgeon advised a pt was implanted with 4 sternal plates on an unk date. Two of the four plates were noted as broken. Pt was returned to the operating room for revision. During removal, it was noted that a third plate had also broken. All plates were removed and pt was re-plated with all new hardware.